Event description:
Device history record was reviewed, no issue has been found. Device history log was not provided, therefore no review could be performed. The reported device was not sent back to our laboratory for analysis neither the log file nor the repair report. Without the affected sample, no investigation can be performed and no root cause can be determined. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "pressure loss is indicated. Consumption level is not available." Reporting due to the referenced issue; no further information regarding the patient's status was communicated. More information is needed to complete the investigation.